Event description:
A (B)(6) old male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, there was a small cut to the driven ground wire in the trunk cable that caused intermittent failure. The root cause of the damaged wire could not be positively identified. No adverse event resulted from the damaged driven ground wire. The patient received a replacement electrode belt.